Event description:
It was reported that a user¿s newly placed dexcom g7 continuous glucose monitor (cgm) completed warmup, paired to the dexcom app, but failed to pair with the ilet; support guided the user to toggle the ilet cgm setting to g7 and re-enter the pairing code, and advised that connection could take up to 30 minutes with instruction to call back if unsuccessful. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no need for medical care. Customer support included remote troubleshooting and user education on device settings and correct cgm code entry. Investigation of this case revealed a pairing failure limited to the ilet interface with the g7 while the sensor functioned with the dexcom app, consistent with a connectivity or configuration issue rather than a sensor failure. It was concluded, based on previously established findings for similar reports, that the cause was user interface or configuration error leading to unsuccessful pairing.